Event description:
Subsequent to the initially filed report, the following information was received: the guide wire tip was embedded into the vessel wall with a stent. The patient received a bypass and is doing well and were discharged from the hospital. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: patient code 2687 was removed. Evaluation summary: a visual inspection was performed on the returned wire and the reported separation was confirmed. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer confirmed the following: an intact guide wire was seen in the left anterior descending artery and a separated guide wire was seen in the circumflex artery. No cause of wire separation can be identified. The investigation determined the reported separation appear to be related to circumstances of the procedure. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. In this case, it is likely manipulation and/or inadvertent mishandling of the wire that during re-advancement of the cutting balloon catheter, the wire became stuck or entrapped in the anatomy causing the tip of the wire to kink resulting in the reported core/polymer separation, noted polymer wrinkles and core bend. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the circumflex artery. No resistance was noted during advancement of the whisper guide wire and balloon angioplasty was performed with an unspecified balloon. Further angioplasty was going to be done with a cutting balloon, but during advancement, it was noted that the tip of the guide wire had separated. No attempt was made to retrieve the tip. The tip was embedded in the vessel wall and the patient was sent for bypass surgery. The surgical procedure was successful. No additional information was provided.